Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular lead had elevated threshold and pacing failure. Lead migration (a microdislodgement) was suspected because the threshold two weeks earlier, immediately after the implant procedure, was within normal limits, however a x-ray did not show marked changes in the lead's location. The pacing output was reprogrammed, and the lead will be monitored and remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.